Event description:
It was reported that there was high impedance. It was noted that there had been a patient alert triggered due to the high impedance. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Two - patient alerts for out of tolerance subthreshold lead impedance on (B)(6) 2012 02:15:05 and (B)(6) 2012 02:15:06. Daily pace lead impedance trend data shows an increase for min and max rv pace = 720 to 2144 ohms peak between (B)(6) 2012 and (B)(6) 2012.